Event description:
Philips received a complaint on the v60 ventilator indicating that the fan was not working, and the flow generator stall alarm was appearing. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) of the problem and requested onsite service. The field service engineer (fse) confirmed the issue. The fse replaced the blower assembly to resolve the issue. The device testing passed, and the ventilator was confirmed to be ready for clinical use. In a good faith effort (gfe) response from the fse received, it was stated that the patient information is unknown. The investigation concludes that no further action is required at this time.